Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the sureform 45 stapler instrument fired a sureform 45 reload and the target tissue was pushed instead of cut. The surgeon attempted to use another stapler instrument to cut the tissue. The procedure was continued robotically as planned. The patient was discharged home on post-operative day (pod) #2. Intuitive surgical inc. (Isi) contacted the surgeon of this procedure, and the following additional information was obtained about the incident: the indication for this procedure was a lung biopsy for interstitial lung disease. The surgeon was performing a biopsy of the right upper lobe when this complication occurred. The surgeon was attempting to remove a wedge of the right upper lung with the stapler. The surgeon reported that they had used two green sureform 45 reloads to remove a wedge from the right lower lobe prior to this event. The surgeon attempted to take a biopsy of the right upper lobe and noticed that the pleura appeared thickened. The sureform 45 stapler instrument was clamped onto the upper lobe normally, but when the stapler fired the green sureform 45 reload, the tissue was pushed out of the stapler's jaws rather than cutting it; this was during the stapler's third fire of the procedure. The surgeon attributed this event to the thickness of the pleura. The surgeon said this tissue push event led to staples being laid all in one spot. The surgeon reported that they attempted to staple tissue a second time, and the same outcome occurred. The surgeon reported that no bleeding occurred due to this event. The surgeon reported that this complication led to them not taking a biopsy of the upper lobe at that particular location. This event reportedly caused less than a 15-minute delay during a critical part of the procedure; the patient outcome was good. The surgeon said they do not have any concern about this event causing any long-term complications with the patient. The patient's care plan was not changed due to this event. The surgeon reported the patient was doing well and had recovered fully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. The instrument was found to have a clamping failure based on in-house testing. No failures related to the instrument were found within the logs. The instrument was installed onto an in-house system and passed initialization. During setup for firing the stapler, the grips did not clamp fully and securely, however the clamping still passed. The reload fired properly, however, due to the test foam not being securely clamped, the test foam was pushed out during the fire. The instrument failed in-house shim tests. A shim test failure indicates less than adequate clamp performance. Additional observation(s) not reported by site: the housing was removed from the back end of the instrument. The bearing thrust washers on the roll input exhibited signs of corrosion. There was rusted metal shavings found stuck on the magnet within the housing. The corrosion on the thrust washer bearing can cause the instrument to stiffen and lose the ability engage properly and to roll during manual articulation. The root cause for the corroded bearings is attributed to transport/storage. Isi advanced failure analysis (afa) was performed on this instrument. Per afa, a review of the logs shows 3 instances of roll hard-stop engagement failures in the field, with no other stapler related errors. During inspection, the bevel gear was manually rotated to extend the I-beam. Upon extension, it was observed that the I-beam shoe, on the channel side of the jaws, was broken. This caused the jaws to remain in an open position during clamping in the field and during subsequent in-house testing. The instrument was disassembled, and the I-beam was taken for further investigation by the engineering team. Results indicate that the I-beam break was caused by hydrogen embrittlement, which can occur during processing, weakening the internal integrity of the metal. The surface of the break was noted to be granular and rough, which is another indication of hydrogen embrittlement. The break of the I-beam disconnected the channel side of the jaws from the I-beam assembly, causing the jaws to not clamp down fully and securely. The root cause of the I-beam break is a component failure and is likely the cause of the clamping, cutting, sealing, and stapling failures in the field. As the jaws are not able to fully close, the knife does not contact the tissue and the staples do not hit the anvil side of the jaws, causing them to remain unformed. Isi also received the green sureform 45 reload involved with this complaint and completed the device evaluation. The stapler reload was returned with the sureform 45 stapler instrument which had the primary complaint of a clamping failure. The clamping failure was unrelated to the reload. The clamping failure occurred while the reload was installed in the stapler. However, the reload was still fired regardless of the improper clamping. The reload fired completely, the blade was not exposed and was at the distal end. The reload was disassembled and cartridge damage was found. The blade was inspected, and no obvious damage was found. The root cause for cartridge damage is typically attributed to the user. The available stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the available logs show that a surefrom 45 stapler instrument failed to engage on arm #4 due to the roll axis hardstop check failing in each instance. The logs also show the stapler instrument fired 1 green reload. An isi clinical development engineer (cde) reviewed an image and a video of this event. Per the cde, the images and video provided shows tissue that has been stapled and partially transected. There appears to be some blood oozing from the staple line and several malformed staples. The images show a mass of partially embedded and non-embedded staples on tissue, which is typical for a tissue push-out event. This may occur when, during clamping, tissue is pushed past the proximal boundary of the cut line, causing the edge to remain unstapled. Users can avoid this issue by ensuring there are no obstructions on tissue or between jaws prior to the fire, ensuring all of the target tissue is within the cut line boundaries prior to firing, and by thoroughly cleaning the jaws of the stapler between fires. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary wedge resection procedure, tissue was pushed and not cut when a sureform 45 reload was fired with a sureform 45 stapler instrument. The surgeon used a backup stapler instrument to continue the procedure. Note: this event was initially reported against a green sureform 45 reload via medwatch report (MDR) with MFR report #2955842-2023-10076.

Manufacturer narrative:
This report is being submitted to add a field action reference.

Event description:
Refer to h10/h11 for follow-up information.